Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported: "there was an infant in the nicu and by the time the reprocessed sensor pulse oximeter neonatal adhesive picked up that the infant's saturation level was low and notified the rn, the infant was blue."